Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient said she was getting sore spots, the suction was hurting her, and she was getting a pinching sensation. She said she used one wick for 24 hours, and the rep advised her it was recommended she change the wick after 8-12 hours of use. No medical intervention reported.

Event description:
It was reported that the patient said she was getting sore spots, the suction was hurting her, and she was getting a pinching sensation. She said she used one wick for 24 hours, and the rep advised her it was recommended she change the wick after 8-12 hours of use.no medical intervention reported.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. A labeling review was not completed as the user would not likely cause this issue. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.